Event description:
A caller reported an occlusion alarm. There was no adverse impact on the customers blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin.